Event description:
It was reported that the patient presented to the hospital for a follow-up on (B)(6). Upon interrogation, it was noted that there was a maximum charge time alert from (B)(6) on the implantable cardioverter defibrillator (ICD). The physician explanted and replaced the ICD on (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
The reported field event of long charge time was confirmed. Review of device data showed the device had a charge time out during capacitor maintenance. The high voltage capacitors were sent to the manufacturer for analysis. The cause of the long charge time was due to an internal high voltage capacitor anomaly.